Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h6, h10, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that 1 patient was revised due to early onset infection. The femoral component was retained and all other components were removed. Attempts have been made, and no additional information is available.

Manufacturer narrative:
(B)(4). . G2: event occurred in japan. G2: literature citation: hayakawa, k., date, h., nojiri, s. (2024). Prospective randomized study on the effect of concurrent bone filling of tibial peg holes in cementless total knee arthroplasty. The knee 50, 18-26. Https://doi.org/10.1016/j.knee.2024.07.012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.